Manufacturer narrative:
The reported event of premature depletion was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the battery depletion to be normal. Bench testing found noise in the left ventricular channel. Manufacturing investigation for the hybrid was inconclusive. The cause of the noise was not found to be due to a manufacturing related issue. The cause of the noise remains undetermined.

Event description:
This report is to advise of an event observed during analysis which was unrelated to the reported event.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, elective replacement indicator (eri) was noticed. The device had reached eri prematurely. The device was explanted and replaced successfully. The patient was stable.